Event description:
It was reported that the touchscreen became cracked due to the pump being dropped (user induced damage). Reportedly, the pump was functional. There was no impact to the customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, the pump touchscreen was unresponsive.